Event description:
The technician alleged the steer caster brake was not holding. No pt impact.

Manufacturer narrative:
The technician adjusted and replaced the steer caster brakes, resolving the issue.